Event description:
Hcp reported the pt was experiencing decreased pain relief and "slight withdrawal." A catheter dye study revealed a severed straight pump connector. The pump connector was replaced. The pt is reported to be doing well.